Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation, and visual inspection found no defects. The customer reported that the device locked on tissue. The reported condition was not confirmed. When the sample was latched closed, the jaws aligned properly to each other. The device was tested on simulated tissue for proper activation and knife function with acceptable results. The device was also tested for resistance and jaw gap and both measurements were within the allowed range. Additional functional testing was performed with porcine kidney tissue. Multiple seals on various size vessels were made. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that during a ladg procedure the jaws of the device locked onto tissue and would not open. There was no patient harm.